Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during seating due to a jammed motor gearbox. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system test during fill tubing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.